Event description:
Allergic reaction to food experienced: generalized itchy rash, numbness of tongue, flushing, sob. About two weeks later another allergic reaction to food. After the two events rptr experienced many different symptoms - itchy, watery eyes, nasal congestion, itching around the ears especially middle of the day, generalized itching in the evenings. Tachycardia, (sob) shortness of breath, sensitive to scents (very bothersome), could not tolerate wearing chemo mask, felt smothered. Twice at work felt faint with fast heart rate and shortness of breath, right hand with eczema (it blistered and cracked). Also, eczema at elastic area of undergarments. Whenever rptr ate rptr experienced choking sensation in throat and difficulty breathing so would stop eating and take benadryl caplets. Bananas would make rptr's throat tight and mouth dry. Two episodes in theatre of dizziness and fast heart rate and shortness of breath.